Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. The investigation determined the reported entrapment of the device and difficulty to remove appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that manipulation of the guide wire during advancement of the stent delivery system and/or stent implantation, the guide wire moved for the intended location, getting caught or jailed behind the stent during deployment resulting in the reported difficulty to remove during retraction. Additionally, the reported treatment appears to be related to the operational context of the procedure as a balloon catheter was advanced and used to successfully loosen the wire from behind the stent and enabled the wire to be removed intact. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, the following information was received: resistance was noted during removal of the guide wire. A balloon was advanced and used to successfully loosen the wire from behind the stent and enabled the wire to be removed intact. It did not separate as previously reported. No additional information was provided.

Manufacturer narrative:
The device is not returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified vessel. The hi-torque balance middleweight (bmw) hydro guide wire was placed as safety backup for a bifurcation. After implantation of the stent, the bmw was jailed. During removal of the guide wire, the tip separated. A snare device was used to capture the tip and remove it from the anatomy. There was no adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.